Event description:
It was reported that the device was in back-up mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Technician alleged that the brakes will hold, but spin when pushed from the side.

Manufacturer narrative:
Interrogation found the device in hardware vvi (hwvvi) mode and the memory map indicated the device experienced a power- on-reset (por). Upon clearing the reset, the device's electronic circuitry was tested on the automated electrical system and found to be functional. After a week of temperature cycling, the device was in hwvvi. Further analysis found an intermittent connection in the battery that caused the reset. .